Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 5fr dl powerpicc solo catheter. The investigation findings are consistent with damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a split was observed at the distal end of the extension tubing on the red lumen. Microscopic examination of the split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the patient had PICC placed in the right vital vein under ultrasound guidance on (B)(6) 2024 due to lung infection as prescribed by the doctor, and leakage was found at the entrance of the patient bifurcation structure at the red end of the transparent extension tube of the catheter during the infusion on (B)(6) 2024, and the catheter was withdrawn and reintroduced a set for follow up treatment. No other information was provided.

Event description:
It was reported the patient had PICC placed in the right vital vein under ultrasound guidance on (B)(6) 2024 due to lung infection as prescribed by the doctor, and leakage was found at the entrance of the patient bifurcation structure at the red end of the transparent extension tube of the catheter during the infusion on (B)(6) 2024, and the catheter was withdrawn and reintroduced a set for follow up treatment. No other information was provided

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.